Manufacturer narrative:
The reported event of possible power switching was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of con100287's log files revealed multiple premature switching events. These premature switching events are most likely due to momentary disconnections or communication errors between the batteries and controller. These momentary disconnections most likely caused the reported beeps. No critical battery alarms were logged, however, a power disconnect due to a momentary disconnect was logged. Analysis revealed that the device passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. Heartware also is investigating communication errors between the controller and batteries per the instructions for use (IFU): "the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the controller was showing 4 bars and would beep occasionally approximately 10 times per hour as if it was time to change battery. The controller finally alarmed with critical battery. The patient switched to a different controller and made a different controller their backup. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.